Event description:
A doctor reported that, during the attempted removal of the wire, the wire became entangled within the right ascending pharyngeal artery and broke. Portions of the wire were successfully removed; however there was a 1 cm portion of the wire extending from the origin of the ascending pharyngeal artery into the right common carotid.